Event description:
It was reported that the motor is bad/black residue coming out. No patient injury reported.

Manufacturer narrative:
No information has been provided to date a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a worn: enclosure, line cord, and pole clamp assembly. The reported issue was confirmed; the pump was noisy, and the thermistor was corroded. The root cause of the issue could not be determined. Due to age and condition, the device was deemed beyond economical repair and was scrapped.

Event description:
Additional info received via email 31-aug-2022. Event date was updated. No patient involvement.